Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Data was successfully extracted using approved software and the sensor was found to be in state 5 (normal termination). The sensor plug was returned and fully seated. The sensor plug was removed and the plug assembly was inspected, and no failure mode was observed. The sensor was reprogrammed and linearity testing was performed. The investigation showed all processes were effective. No product deficiency was identified. No further investigation is required.

Event description:
Customer reported receiving low readings from his adc freestyle libre sensor, after 7-days of wear. He further reported that on (B)(6) 2019 he received the following sensor readings; received throughout the day: 96 mg/dl, 64 mg/dl, 47 mg/dl, 58 mg/dl, 46 mg/dl, 45 mg/dl and 51 mg/dl, so he ate sugar. At around dinner time, he began to experience ¿dizziness¿ so he called the emergency line and an ambulance transported him to a hospital. At the hospital, a capillary test result of 468 mg/dl was received on a hospital meter and customer was diagnosed with hyperglycemia. Customer was treated with an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from his adc freestyle libre sensor, after 7-days of wear. He further reported that on (B)(6) 2019 he received the following sensor readings; received throughout the day: 96 mg/dl, 64 mg/dl, 47 mg/dl, 58 mg/dl, 46 mg/dl, 45 mg/dl and 51 mg/dl, so he ate sugar. At around dinner time, he began to experience ¿dizziness¿ so he called the emergency line and an ambulance transported him to a hospital. At the hospital, a capillary test result of 468 mg/dl was received on a hospital meter and customer was diagnosed with hyperglycemia. Customer was treated with an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.